Event description:
The duett sealing device was deployed following an interventional procedure via an 8 fr sheath in the right common femoral artery. Following the deployment, the patient experienced swelling and abdominal pain. A hematoma was confirmed and treatment consisted of compression, blood transfusion and surgical evacuation. The event was resolved and no further complications were reported.